Event description:
While penetrating the anterior vaginal wall, the suture retriever cracked. The handle did not separate from the metal shaft. The damaged suture retriever was replaced with a suture retriever from another kit, and the surgery proceeded with no adverse patient effects reported.